Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2011 and a mesh was implanted. It was further reported that the first mesh was explanted at that time and adhesions were encountered and taken down. It was further reported the mesh was noted to be ¿wrinkled upon itself¿ and complex fluid collections overlying the mesh were noted. It was reported the patient continues to experience severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/9/2019.